Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) readings and stated they rarely make meal announcements because it causes further drops. The agent provided a link for additional training to address possible ilet adjustments. The lowest blood glucose (bg) recorded was 40 mg/dl. Bg was corrected with glucose tablets and two cups of orange juice. The user's reported symptoms during the event included weakness and feeling the user was going to faint. No medical intervention was reported at the time of call.